Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a slow heart rate. In addition, this rv lead exhibited intermittent capture at the maximum output, high pacing threshold measurements. During the extraction, this rv lead found fractured at the clavicle which resulted to removal difficulty as the lead crushed at the clavicle. This rv lead was partially explanted, and portions remained implanted. No additional adverse patient effects were reported. This rv lead was returned.

Manufacturer narrative:
This returned lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The returned lead was in a destroyed condition, precluding functional testing. The returned components included three separate segments: a midbody segment severed approximately 85 millimeters (mm) from the terminal end, a second segment severed approximately 225 mm from the terminal end, and an isolated anode coil measuring approximately 30 mm. The tip segment of the lead was not returned for analysis. An extracting stylet was observed lodged within the midbody segment of the lead, and blood or body fluid was noted within the lead lumens. Surface level environmental stress cracking (esc) was identified. Multiple signs of mechanical damage were observed, including deformed and stretched coils, which are likely consistent with damage sustained during the explant procedure. Additionally, two tight suture tie marks were noted on the lead, indicating extraction-related manipulation. Bends in the insulation were also evident. A fractured anode conductor was identified between the distal end of the coil of the midbody segment and the proximal end of the returned anode coil segment. The fracture characteristics are consistent with cyclic fatigue. A bend was noted just proximal to the fracture location. However, due to the destruction of the lead and the absence of the tip segment, it was not possible to conclusively determine whether the fracture occurred in the clavicle first rib region or nearby. The performed xray of the returned lead segments revealed no anomalies.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a slow heart rate. In addition, this rv lead exhibited intermittent capture at the maximum output, high pacing threshold measurements. During the extraction, this rv lead found fractured at the clavicle which resulted to removal difficulty as the lead crushed at the clavicle. This rv lead was partially explanted, and portions remained implanted. No additional adverse patient effects were reported.